Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2013. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 information was received from the reporter that the physician was requesting that a new handheld computer be shipped to him. Follow-up determined that the handheld computer does not hold a charge and that as soon as it is unplugged the charge is lost. It was confirmed that the computer is stored in a normal office environment and does not experience extreme temperatures. The handheld computer will be returned to the manufacturer for product analysis. Attempts for the handheld computer are in progress.